Manufacturer narrative:
One used sample item #011-d1005 was returned for evaluation, as received internal blood residual inside the device was observed. The top seal didn¿t present any damage or tear condition. No mating device was returned. The sample failed the vacuum test and it was submerged under water to confirmed the origin of the leak. The sample was dissembled and washed. No internal seal damage was observed, however an internal luer post deformation was confirmed. Complaint of leaks can be confirmed. The probable cause was due an unintentional internal impact during manual manufacturing process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Device returned to MFR on 8/29/2023.

Event description:
The event involved a tego® connector where it was reported during a hemodialysis session, the connector linking the dialysis machine circuit to the patient's catheter developed a leak. There was a leak of blood at the junction between several plastic parts. The reporter stated they were able to identify, via blood tests, a drop in the patient's hemoglobin, which did not require a blood transfusion and did not alter the type or length of hospital stay. There was no defects, tears, or cuts noted on the product nor a medication involved in the event. The device was changed/out replaced with no further problems encountered. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is available for evaluation, however has not been received yet. Additional contact: (B)(6).